Event description:
Service was requested on this device based upon a report overinfusing, during biomed testing. Facility was not able to provide testing parameters that determined this overinfusion. No record of any patient incident associated with this device, since the last baxter service event. Pump will be sent to baxter pal lab for evaluation.